Event description:
(B)(4) is related to (B)(4). (B)(4) is for corail neck fracture. (B)(4) is created for the ceramic insert revision, after 3 months for ceramic breakage. Corail neck failure. First implant in 2010 (ceramic insert revision, after 3 months for ceramic breakage).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(4) is for corail neck fracture. (B)(4) is created for the ceramic insert revision after 3 months for ceramic breakage. The product was not returned to j&j medtech orthopaedics, however videos and photos were provided for review. Additionally an analysis report was provided from the supplier. The video and photo investigation revealed that ea delta cer insert 36idx52od show signs of fracture, with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od, product code: 121881752, lot number: 3147547, and no non-conformances or manufacturing irregularities were identified. Additionally, the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od, product code: 121881752, lot number: 3147547, and no non-conformances or manufacturing irregularities were identified. Additionally, the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od, product code: 121881752, lot number: 3147547, and no non-conformances or manufacturing irregularities were identified. Additionally, the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.